Manufacturer narrative:
(B)(4) (pseudoarthrosis). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date (approx. 18 months after surgery), post-op, the screws were found to be loose in the x-ray. The surgeon stated that the patient had pseudoarthrosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.